Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with inappropriate shock. The insulation of the right ventricular lead was reported to be broken, with externalized conductors present. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field events of insulation damage and inappropriate therapy were confirmed in the laboratory. A partial lead was returned in two pieces. Internal insulation abrasion was noted at 7.5-15.0cm, 12.2-12.8cm, 15.0-15.6cm, 26.0-26.3cm, and 28.9-29.8cm. External insulation abrasion was noted at 28.8-29.1cm from the distal tip. Internal insulation abrasion was found 3.4-5.2cm from the distal tip underneath the rv shock coil. Internal insulation abrasion was noted at 17.1-17.4cm, 18.4-19.0cm, and 19.5-19.9cm from the distal tip, underneath the svc shock coil. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 20.6-24.5cm from the distal tip, underneath the svc shock coil. The etfe coating was abraded at this location.